Event description:
It was reported that the customer was unable to remove the plunger, and after many attempts, the seal eventually broke and the insulin leaked out of the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.